Event description:
The customer stated that she tested her blood glucose using 2 contour meters. The first meter read 580 mg/dl, while the other read 250 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.